Event description:
It was reported that the pump battery did not charge. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, and to return problematic pump using prepaid label within 10 days, and technical support arranged replacement pump.